Manufacturer narrative:
The failure was reproduced by moving/agitating one end of the air sensor cable. The cable was found to have an intermittent connection on one of the wires. Disassembly of the cable found the wire was loose within the solder cup and an insufficient amount of solder within the cup. Soldering the wire properly to the cup resulted in an elimination of the problem.

Event description:
During cardiopulmonary bypass, the air bubble sensor issued false air bubble alarms. The sensor cable was replaced. There was no adverse consequence to a patient as a result of this event.